Event description:
Additional information received reported that the patient was improving. The patient¿s weakness on the right side remained, but the patient was improving. The patient was going to out-patient physician therapy. The patient¿s nerve signals were being monitored during the procedure and they lost signals during the lead implant. Once the lead was removed, the signals returned. This was considered a brief moment. The physician wanted the patient to recover more before they attempted to implant another device.

Manufacturer narrative:
Product ID: neu_unknown, serial# unknown, product type: unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician put a lead in place on the patient¿s dura. The physician believed he may have bumped the spinal cord. Neuromonitoring was used to test the patient¿s motor skills after placement of the lead. The patient was not experiencing motor skills on the right side at the lead location, so the physician did not feel comfortable moving forward with the case. All products were removed and the wound was closed. There was no alleged product issue. No diagnostic testing or troubleshooting was performed. It was unknown what the cause of the issue was or if it was resolved. At the time of the report, the patient was alive with no injury although it was noted the patient was not experiencing motor skills on the right side with no outcome noted. No outcome was reported regarding this event. Multiple follow-ups had been attempted to obtain this information with no information obtained. If additional information is received, a follow-up report will be sent.